Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ stent deformation and dislodgement. Patient¿s condition affected effectiveness of device (lesion morphology) ¿ difficult lesion morphology/anatomy. No results available since no evaluation performed - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ difficult lesion morphology/anatomy. Known inherent risk of procedure ¿ stent deformation and dislodgement. Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Event description:
The device was inspected and prepped before use with no issues noted. Physician was attempting to implant one endeavor resolute drug-eluting stent but the stent deformed and dislodged while passing the lesion. The lesion had been pre-dilated with non-mdt balloon. Resistance was encountered at the lesion when advancing the device but no excessive force was used. No injury to patient. The physician believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the distal tip was damaged. The stent was positioned on the balloon between the marker bands as per specifications. No resistance noted when loading 0.015 inch mandrel in inner lumen. The stent had a raised and deformed strut on the 1st distal segment.